Manufacturer narrative:
(B)(4). The reported problem of " battery low alarm" was confirmed via visual inspection during the sample evaluation. The cause of the problem was a damaged battery (acid damage to the battery lead). Service replaced the battery to fix the problem. Device passed all further testing. If any additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a low battery alarm occurred with a flogard infusion pump. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.